Manufacturer narrative:
It was reported that a single communication error occurred. A DHR review and a complaint history review were performed and identify that 1 similar complaint was reported within the past 12 months with the same root cause for this device. Analysis of data logs determined that the root cause of the issue is a known design defect. UDI#: (B)(4).

Event description:
A field service engineer was present for a seeg case at (B)(6) on (B)(6) 2019. The event occurred under the guidance tab. The surgeon had the rosa optical distance sensor attached to the rosa arm and was using it to highlight the entry points on the patient¿s head. The surgeon would then mark these points with a marker and shave the hair in those regions. While the rosa arm was positioned at a chosen trajectory point, the nurse selected the next trajectory to drive to. This previous action resulted in an error screen and the rosa robot then proceeded to shut down approximately at 10:52 am pst. The rosa robot was rebooted and this event delayed the surgery case 6 minutes.